Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was no cannula. The customer¿s blood glucose level was 193 mg/dl. Customer stated that cannula was smashed into sensor making it unreadable or possibly stuck in body at this time. The sensor will not be returned for analysis.